Event description:
A malfunction was reported by the customer, identified by the malfunction code malf 16. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to switch to multiple daily injections as a backup insulin therapy. The customer understood how to put the pump into storage mode and was instructed to return the defective pump with a pre-paid label within ten days.